Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 418 mg/dl back to back with a result of 152 mg/dl on the aviva system when testing was performed within 10 minutes. Reporter stated she ate breakfast and took her normal 4 units of novolog after obtaining the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.